Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 39 mg/dl. The customer¿s current blood glucose value was unknown. Customer was not using auto mode at the time of incident. Customer reported that the sensor did not work with updating and change sensor. No further complications were reported. Troubleshooting was not performed. The customer will discontinue to use the device.